Manufacturer narrative:
Concomitant medical devices: 3387s-40 dbs lead, implanted (B)(6) 2012; 37603 dbs ipg and 3708660 neuro extension, implanted (B)(6) 2012; (B)(4) neuro programmer with unknown implant date.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds at implant. A possible microdislodgement was indicated and the physician stated that the atrial lead did not have enough slack. The lead was revised and more slack was added using a stylet. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.